Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary it was reported there was a print error. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed, and the scale marking is skewed and incomplete. In the three photos provided, one photo shows a document, and the other two photos show the sample received. No other defects or imperfections were observed. The scale marking defect could occur if there is a jam during the syringe barrel printing process. A device history record review was completed for provided material number (B)(4) , lot 2243839. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ tip syringe only there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: print error.